Manufacturer narrative:
This correction MDR is being filed to update b5 date of analysis completion. Device evaluated by MFR: the device was returned for evaluation. The wire was received inside of the bloody sheath of a rotablator plus device. Visual inspection revealed that the wire was unable to be removed from the rotablator device as the rotablator sheath was full of blood and the coil was damaged. There are numerous kinks along the body of the rotawire. Dimensional inspection revealed that the components were within specification except for the middle of the device which could not be performed due to device condition.

Event description:
Reportable based on device analysis completed on 16jul2020. The rotawire was returned with no reported issues. However, device analysis revealed that the rotawire was unable to be removed from the 1.50mm rotalink device captured within report number 2134265-2020-06978. The 1.50mm rotalink plus was selected to treat the target lesion located in the mildly tortuous and highly calcified proximal left anterior descending artery. During removal of the burr on dynaglide mode, it was noted that the device was hard to withdraw and the sheath became fractured. The device was completely removed from the patient's body without dynaglide and the procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The wire was received inside of the bloody sheath of a rotablator plus device. Visual inspection revealed that the wire was unable to be removed from the rotablator device as the rotablator sheath was full of blood and the coil was damaged. There are numerous kinks along the body of the rotawire. Dimensional inspection revealed that the components were within specification except for the middle of the device which could not be performed due to device condition.

Event description:
Reportable based on device analysis completed on 17jul2020. The rotawire was returned with no reported issues. However, device analysis revealed that the rotawire was unable to be removed from the 1.50mm rotalink device captured within report number 2134265-2020-06978. The 1.50mm rotalink plus was selected to treat the target lesion located in the mildly tortuous and highly calcified proximal left anterior descending artery. During removal of the burr on dynaglide mode, it was noted that the device was hard to withdraw and the sheath became fractured. The device was completely removed from the patient's body without dynaglide and the procedure was completed with this device. No patient complications were reported.